Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that, when the defibrillator is used for defibrillation, it cannot be discharged after charging, and the defibrillation function of the instrument is invalid. The treatment was timely and the patient was successfully rescued, but the rescue time of the patient was prolonged, and there was a greater risk. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the dfm100 indicating that the device cannot be discharged after charging. Reported problem was found during self-test before used on patient. However, there was no patient harm or injury reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer and a third party. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The issue was resolved by replacing the therapy pca and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.